Event description:
Stent inserted by physician. While deploying stent, about 1 inch from completing deployment, the string on the stent broke. Physician was able to retrieve the string, complete deployment of stent, and remove deployment catheter. When the device was removed, it was noted that the deployment line/string was broken. Physician used fluoro to check stent. Physician stated that all of the broken catheter was removed.